Event description:
Customer called saying that a few weeks ago she had a reservoir with a plunger that would not go down. She called at the time, but could not find the reservoir. She now has the reservoir and would like to send it back for analysis. Customer's blood glucose level was 206 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.